Event description:
Pt sustained partial thickness burns during surgery. Burns appeared to be caused by the coated electrode. The surgeon excised the burned area during procedure. The electro surgical unit was assessed by biomedical engineers and found to be working fine. No further treatment required. Approximate size of burns was 1 cm x 6 mm.